Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The pump was not returned for evaluation. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b)6) 2013. It was reported that on (B)(6) 2016, the patient received a heart transplant due to recurring gastrointestinal bleeding events. Prior to the transplant, the patient's aspirin was held and the inr goal was 2.0-2.5. The patient had been receiving octreotide injections, and did not experience any complications with bleeding during that time. The patient's insurance coverage was discontinued in (B)(6) 2016, and the patient was no longer able to receive the injections. The gi bleeding reoccurred after the octreotide was discontinued. In (B)(6) 2016, a capsule endoscopy and a colonoscopy were performed. Large arteriovenous malformations were found and clipped. The patient experienced continuous gastrointestinal bleeding issues until the time of transplant. No additional information was provided.